Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise and oversensing. All other lead diagnostics were normal. The source of the noise was suspected to be myopotential in nature. There were no adverse patient effects reported. The system remains in service.